Manufacturer narrative:
An event of incomplete stent opening was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and pre-procedural CT scan review, the cause of the reported incomplete stent opening is likely related to patient condition (severe calcification at aortic annulus). The reported unexpected medical intervention was a result of case-specific circumstances as the device was removed and a replacement was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. Access puncture was on the right side using a proglide system. Pre-dilatation was performed with a 24 x40 sized balloon and at a pace of 140. The navitor valve was attempted to be implanted three times. However, due to "massive calcium the valve was constrained and did not open fully, there was a gap between stent and annulus." Therefore, the navitor valve was not released and removed from the patient. A new unknown sized non-abbott valve was successfully implanted. There are no allegations of malfunction with the neither the navitor valve nor the flexnav delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.